Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they had a scheduled cardioversion that used a set of the 31469219 pads and when the first shock was applied, staff saw a spark come from the pads. They thought maybe the pad was coming loose at the bottom where the cords are inserted, but that wasn¿t noticed until after a second set was removed from the packaging and noted to look similar with the loose seal at the bottom. The spark did not come from the bottom of the pad just to make that clear. They shaved the patient, who wasn¿t really too hairy according to nursing staff and applied a third set of pads that did work successfully. No patient injury was reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Six samples were received for the investigation. Due to the samples being placed onto white paper, gel side down, the samples could not be removed for a full examination of the gel pads. Between the adhesion of the foam outer ring and the moisture from the gel pad, the paper was adhered/absorbed into the electrode foam and gel pad. As a result, the electrodes cannot be tested electronically to measure their performance. The wire crimp of each sample was visually inspected and there were no defects identified. Testing of the wire crimp was performed on the six samples and the results were within specification. A probable root cause could not be determined because of the state of the returned samples and the limited ability for the product to be appropriately tested, therefore, the complaint could not be confirmed. Since this complaint is unconfirmed, no complaint trend exists, and a specific root cause for the occurrence cannot be identified, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.